Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was loose, the camera part was loose, it wobbled whenever it's in locked position. The issue was found during sedation for a cysto procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler was loose. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera head wobbles because the coupler was loose. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.